Manufacturer narrative:
The system logs were evaluated. The review of the system/data logs does not indicate there is any handpiece or system issue present. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. There were a few errors of tilting in the logs. An error indicates a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Based on the evaluation of the data, the system and handpiece performed as expected. The tip was returned and evaluated. Service confirmed burnt trace on the tip surface. The tip passed the flow and leak tests. The tip failed visual inspection for burnt trace on tip surface, as dielectric breakdown was observed. The tip passed the thermistor test. Functional testing was not performed due to the burnt trace on the tip surface. Breakdown of the dielectric material, and/or build-up of foreign substance on the dielectric, can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. According to thermage cpt system technical user¿s manual, blisters and surface irregularities are known possible reactions to treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Thermage cpt system technical user¿s manual instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane every 50 pulses at the outset of the procedure. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Investigation found stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causes arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this event was most likely caused by damage on the tip membrane. There is an existing CAPA for these tip cases.

Event description:
A user facility reported that during a thermage cpt tip, a patient experienced a rash to the face. There was no scarring and the issue has been resolved. The medical reviewer assessed this case as not serious. A burning smell was also reported. The tip was returned and dialectic breakdown was seen.